Manufacturer narrative:
The electromagnetic interface box for the navigation system was returned to the manufacturer for analysis. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The emitter was returned to the manufacturer for analysis. The emitter was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Unique device identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the emitter and electromagnetic interface box were replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the emitter was not tracking instruments. The emitter details were noted to be all red. Additionally, there was a fault noted on one slot of the eminterface box. Restarting the navigation system did not restore functionality. It was reported that the surgeon opted to discontinue the procedure due to the reported issue. There was no reported delay to the procedure due to this issue. Additionally, it was later reported that the patient was okay. No additional information was provided.